Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. Lead testing was performed but the high impedances could not be recreated. This pacemaker was reprogrammed and remains in service. The rv lead is a competitor's product. The physician has elected to continue closely monitoring the system via the remote monitoring system. No adverse patient effects were reported.